Manufacturer narrative:
Qc resulted within specifications prior to the event. Qc failed after the event. Accu tni calibration performed after the event failed. A system check performed on (B)(4) 2009 failed and passed upon repeat. A field service engineer (fse) was dispatched: the fse troubleshot with the customer over the phone. The customer found crimped dispense probe tubing. The tubing was replaced and the system check, calibration, and qc were all within specifications. Hardware issue contributed to this event.

Event description:
A customer obtained erroneously elevated troponin (accu tni) results, above the ami cut-off, on two patients. The initial results were: 2.94ng/ml and 0.71ng/ml for patient one and two, respectively. The results were not reported out of the lab. The original samples were re-tested on a different instrument and lower results were obtained. Results for patient 1 were: 0.02 and 0.03ng/ml. Results for patient 2 were: 0.54 and 0.12ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.